Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture when attached to multiple devices. The lead was not used and a new lead was implanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported event of no capture was not confirmed. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.